Manufacturer narrative:
(B)(4). Method: the complaint pt100 myairvo humidifier was received at fisher & paykel healthcare (f&p) for evaluation. The device was performance tested and the audible alarm function was checked. Results: during testing it was found that the speaker functioned as intended. Conclusion: we are unable to confirm the reported fault as there was no fault found with the speaker of the subject device. It should be noted that the airvo 2 is equipped with both audible and visual alarms. The airvo 2 user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
During device assessment , it was found that the audible alarm of a pt100 myairvo 2 humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint pt100 myairvo 2 humidifier is currently en route to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
During device assessment , it was found that the audible alarm of a pt100 myairvo 2 humidifier was not functioning. There was no patient involvement.